Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
B3: event date is estimated.

Event description:
Related manufacturer report number: 1627487-2023-01915. It was reported that the patient's leads were showing high impedances, and on the day of the procedure it was discovered that the leads were fractured. Surgical intervention was undertaken and the leads were explanted and replaced.

Manufacturer narrative:
Conclusion statement: the reported event of high impedance was confirmed. As received, the octrode incomplete section stim end lead b had all its internal wires broken, that would cause impedance issues that will results in high impedance and is consistent with an overstress condition or sudden event the lead was subjected while in vivo.